Manufacturer narrative:
Product complaint (B)(4). Per additional event information a-11372319, it was identified by the initial reporter that the instrument trial had simply cracked, not broken into two or more pieces. Therefore, the broken code was updated to cracked, and the determination was re-determined to be not reportable. The downgrade is appropriate and approved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the attune shim is broken with crack in it.